Event description:
Malfunctions including rupture w/blood spray or air leakage of the access pods on gambro prisma disposable hf 1000 and m100 post dilution stes. Occurring w/multiple lot numbers, different machines and multiple staff over the past 3+weeks.